Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an everest set screw would not tighten appropriately. It continued to 'freely spin after a small amount of force was applied'. There were no adverse consequences to the patient but the screw was left in the patient without being fully final tightened. Surgery was completed after an approximate one minute delay.

Event description:
It was reported that an everest set screw would not tighten appropriately. It continued to 'freely spin after a small amount of force was applied'. There were no adverse consequences to the patient but the screw was left in the patient without being fully final tightened. Surgery was completed after an approximate one minute delay.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per everest surgical technique: insert torque wrench tip into the everest set screw, and then slide the one piece anti-torque alignment tube down and engage the tulip head of the screw. Final torque tightening may now be performed. Do not exceed the recommended torque or damage to the instrument or implant may result. Final tightening of the everest implants are achieved utilizing the one piece anti-torque alignment tube and surgeon preferred torque wrench. The torque indicating wrench or assembled torque limiting wrench and torque limiting shaft both achieve 90 in-lbs of torque for final tightening. The torque limiting wrench will ¿pop¿ once the necessary torque is achieved. The proper torque level is achieved with the torque indicating wrench when the line and the arrow meet. As the device was not available for further inspection, the failure mode could not be confirmed, and a root cause could not be established.